Event description:
It was reported that the patient presented remotely to the clinic for a follow-up via data transmission from the implantable cardioverter defibrillator (ICD). Upon examination of the electrogram (egm), the physician suspected the ICD exhibited loss of ventricular capture. Further investigation found that the episode observed was due to intermittent ventricular oversensing. The device was reprogrammed. There was no reported adverse consequence to the patient.